Manufacturer narrative:
The aquabeam handpiece was not returned for investigation. Three (3) good faith efforts were made to retrieve the device without success. A replacement aquabeam handpiece was provided to the account as part of warranty replacement. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 24c00112 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, sj-um0101 rev. B, states the following: table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece the root cause of the reported event was unable to be established as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process.submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the first treatment pass of aquablation therapy, the aquabeam robotic system generated an "e22 - motorpack error." Despite troubleshooting attempts, the issue could not be resolved and a new aquabeam handpiece was used to successfully complete the procedure. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.